Event description:
Boston scientific received information that this device was returned for routine disposal. There was no allegation from the field regarding the function of the device. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information that this device was returned for routine disposal. There was no allegation from the field regarding the function of the device. Initial testing noted a possible performance issue concerning battery longevity. No adverse patient effects were reported.